Event description:
According to the operative report, this valve was explanted due to pannus overlying the leaflet at the level of the non-coronary sinus. It was also noted the aorta had plaque at the previous cannulation site. The valve was excised and calcification was removed with a rongeur. A 22 mm ats valve was then implanted and the patient was taken to recovery in "stable" condition.